Event description:
It was reported that the patient experienced an infection in the urinary track with this artificial urinary sphincter (aus). It was noted that the cuff caused a hole in the urethra that filled with pus. The device was removed and the urinary track was cleaned out. There were no further patient complications reported.